Event description:
Hill-rom received a report form a hill-rom technician stating the pt left foot siderail would not latch. The bed was located on the 9th floor. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the pt left foot side rail slide bracket was bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the slide bracket on the pt left foot side rail to resolve the issue. Based on this information, no further action is required.